Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer went to emergency room and get hospitalized due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was over 600 mg/dl. Customer was treated with insulin drip and manual injection. Customer stated that there was no leak and air bubbles. Customer stated that the insulin pump had hardware low level failure alarm. Customer was able to rewind insulin pump. Customer stated that the insulin pump passed self test and displacement test. The insulin pump will not be returned for analysis.